Event description:
A malfunction alarm was reported with malfunction code 9. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.